Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection occurred on the common carotid artery while using the 0.014" enroute guidewire. The physician placed an unplanned additional stent to cover the dissection. The procedure was completed, and no further complications were reported.